Event description:
It was reported that the programmer display screen had parts that were not responding to the stylus (upper right where the analyzer/device software buttons are located). Recalibrating the stylus and changing out the stylus did not resolve the situation. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the stylus pen was not tracking with the overlay screen, as a result the bezel screen assembly was replaced. It was also noted that the stylus pen was missing and the tab on the power cord bay door was damaged. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Event description:
It was reported that the programmer display screen had parts that were not responding to the stylus (upper right where the analyzer/device software buttons are located). Recalibrating the stylus and changing out the stylus did not resolve the situation. The programmer was returned for service. No patient complications have been reported as a result of this event.